Event description:
Additional information received reported that the patient was still having concerns with the device or therapy, but he had not sought further help.

Event description:
When the patient did the trial he could walk a whole city block without having any pain, however, since implant he is not able to walk very far at all before the burning starts. The patient saw his doctor on (B)(6) 2015 because he was having an increase in lower back and right hip. The device was implanted for lower back pain. The back pain has been gradually getting worse. In (B)(6) 2015 the patient saw his doctor and they did an x-ray of the hip and back. There is a lot of gel in the hip joint and they don¿t think the pain is from the hip. The pain could be coming from the site or the leads. The patient¿s doctor told him that when he gets to (B)(6) he should see his doctor there and have the implantable neurostimulator (ins) site checked. The ins may be hitting a nerve and may need to be removed or moved to a different location. A shocking or jolting sensation was reported. There was something going on with the ins. It was noted the patient was not aware that there was the availability to do adjustments or reprogramming. The patient walks with the aide of cane (to steady himself) and sometimes his leg gives out, it is almost like an electric shock. The patient has pain that shoots down the right leg and his leg goes out. The ins is implanted in the right buttock. This happened even when the stimulation is off. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).